Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that the control module power was not okay. Upon troubleshooting, fse found that the power module was damaged on the power distribution unit (m-cabinet), and parts needed to be replaced. Later, fse replaced the power distribution unit (pdu) fan tray and direct current power supply (dcps) in another work order. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.